Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 568 mg/dl. The cause of the high bg was unknown. Multiple boluses were delivered, and the infusion set was changed to address bg level.